Manufacturer narrative:
No additional information is available. If additional information becomes available, this report will be updated at that time.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. At this time, this ICD remains in service and there were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that this implantable cardioverter defibrillator (ICD) was explanted and disposed of at the hospital. No additional adverse patient effects were reported.